Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through sample evaluation it was observed that valve is leaking, and internal valve had been damaged; therefore, the reported failure mode was confirmed. The probable cause of the leaking is that the inner valve was damaged, and the valve leaked. A device history record could not be evaluated as the lot number is unknown. Based on the quality team investigation we are not able to identify a root cause at this time. Valve probably is damaged inside since the physician has tried to flush the catheter without correct drainage line (50-7245a). We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve received answers - 24 october 2022: - was there any damage noticed on catheter valve? Yes. The valve is leaking - was the valve cracked or broken? Not sure. Valve probably is damaged inside since the physician has tried to flush the catheter without correct drainage line (50-7245a). - where is the catheter located? Abdomen or chest chest - is there a photo or sample available showing the reported issue? Yes, sample is ready for picking up. - does replacing the valve fixed the problem? Yes -how long has the catheter been in place since 09-2017. Replacing valve in 10-2021 (4591, complaint reference: (B)(4)) - what was the impact to the patient? No impact - lot number associated with reported issue (unable to confirm?) Replaced valve in 2021 with lot 0001392191, origin lot of catheters is not available.

Manufacturer narrative:
(B)(4).

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve. Was there any damage noticed on catheter valve? Yes. The valve is leaking. Was the valve cracked or broken? Not sure. Valve probably is damaged inside since the physician has tried to flush the catheter without correct drainage line (50-7245a). Where is the catheter located? Abdomen or chest? Chest. Is there a photo or sample available showing the reported issue? Yes, sample is ready for picking up. Does replacing the valve fixed the problem? Yes. How long has the catheter been in place? Since 09-2017. Replacing valve in (B)(6) 2021 (4591, complaint reference: (B)(4)). What was the impact to the patient? No impact.